Event description:
The surgeon attempted to implant and aq2010v silicone three piece lens but as the lens was being ejected, the surgeon pulled back on the plunger and it dragged the lens up into the injector where it became stuck. There was no patient contact or injury. The nurse stated it was unknown why it happened and if there was any damage to the lens. An msi-pm injector and an aq cartridge fp were used but he contact was unable to recall the lot numbers.